Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose value of 207 mg/dl after eating rice from a restaurant and questioned why the ilet did not generate a high-glucose alert while the dexcom app did; the user was informed that the ilet issues a high-glucose alert when glucose is at or above 300 mg/dl for 90 minutes, and education and troubleshooting were provided. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no hospitalization, and glucose trending downward to approximately 180 mg/dl by the end of the call. Investigation included customer interview, device use review, and review of device alert behavior. Investigation of this case revealed that the device performed as designed with respect to alert thresholds and timing, with no malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to expected device behavior and meal-related glucose excursions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.